Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received an inappropriate therapy due to far-p oversensing. Chest x-ray was performed which revealed the right ventricular lead was dislodged and retracted back in the right atrium. No programming changes were made and the lead was successfully explanted and replaced on (B)(6) 2018. Patient was stable.